Event description:
Physician saw pt 12/15/99 with bilateral capsular contractures (grade iii with right slightly greater than left) and distortion of breast implants. Surgery revealed significant intracapsular gel bleed of right breast implant and beginning of intracapsular gel bleed of left breast implant. Pt had mammogram 12/99 and there was no evidence of rupture.